Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, it was reported to dl by the sales rep that surgeon thinks the very tip of needle fell or broke off. They really could not tell. They went through they're usual precautions.. The product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - during use on the patient - did the needle fall into the patient? If so, ¿ was the needle piece(s) retrieved during the same procedure? - staff was uncertain if it had fallen off or not. They took necessary steps if it had. Did not find anything on x-ray. ¿ were x-rays taken to locate the needle piece(s)? - yes ¿ what measures were implemented to retrieve the broken piece? - yes, they did their standard protocol ¿ was there any additional tissue damage resulting from the search for the needle piece? - no - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - happy to return product box. Will there be a return box sent to my home address a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.